Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The caregiver of the patient reported that the desktop charger (dtc) connector pin broke off and is stuck/cannot be removed as of (B)(6). As a result, the patient is shaking really bad as of 3:40am on date notified and cannot be independent due to the situation. There were no out of box failures alleged. Follow up information received from the caregiver of the patient on (B)(6) confirmed that the replacement dtc resolved the issue. It was stated that the patient battery went very low because they could not charge since the connector pin got broken, resulting in the patient shaking. As soon as they received the replacement dtc they were able to charge and the shaking stopped. The patient's indication for implant is parkinson's dual and movement disorders.